Event description:
It was reported that during a ptca / stenting treatment procedure a maverick 20/2.0 balloon catheter was used to predilate the lesion for placement of a nir stent. After stent deployment, the delivery system was being retracted into the guiding catheter and resistance was encountered. The physician injected contrast media to confirm the stent deployment. The physician then advanced the nir elite delivery system perform post dilatation. The nir elite balloon rupture was discovered when the physician applied pressure to inflate the balloon. The nir elite balloon catheter was removed and replaced with a quantum 2.5mm balloon catheter to successfully complete the procedure. The lesion being treated was a 90% stenotic lesion in a tortuous proximal lad coroanry artery. The patient was asymptomatic during this event. Patient status is reported as 'good'.